Manufacturer narrative:
This complaint was opened for the concomitant sample of pr8634380. The samples that arrived were tested under pr8634380. There is no issue with the concomitant sample. A DHR was not performed as the lot number is "unknown" for the primary suspect sample of this complaint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information. Material#:11448964, batch#: unknown. Secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped (mms pump pr8627530). The charge nurse also notes that the primary bag started emptying rapidly after the secondary bag. Appears to be a primary set bcv failure. Biomed findings so far: obtained the error and event logs to both the lvp and the pcu (see attached). Error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. Used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping, however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag. (Using gravity). Confirmed the secondary bag emptied its content into the primary bag when the infusion was paused.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris secondary set emptied its content into the primary bag when the infusion was paused. The following information was provided by the initial reporter: secondary medication hung and programmed to run with a vtbi of 31ml (+25ml flush) at a rate of 124ml/h (over 15 minutes), but medication infused much more quickly with the volume in the bag decreasing rapidly over a couple minutes. When the pump was paused the medication continued to infuse until line clamped. The charge nurse also notes that the primary bag started emptying rapidly after the secondary bag. Appears to be a primary set bcv failure. Biomed findings so far (from facility): obtained the error and event logs to both the lvp and the pcu. Error logs indicate a history of patient side occlusions due to a very low voltage on the patient-side pressure sensor. There is nothing to indicate that this was significant to the problem at hand. Used the logs to replicate the infusion settings for biomed testing. No issues with how user programmed device. One way valve on the primary tubing seems to be broken as it is letting fluids through both directions (after occluding the patient side). When the patient side is occluded, the secondary is still dripping, however, the fluid goes through the primary tubing to the drip chamber, and ultimately to the primary bag. (Using gravity). Confirmed the secondary bag emptied its content into the primary bag when the infusion was paused. No harm, but potential for harm if different medication.